Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an orif surgery for tibial shaft fracture. After inserting a k-wire using a guide wire sleeve, the 8-11mm protection sleeve was also inserted with no problem. Although the sales rep recommended temporary fixation with a k-wire, the surgeon used a 12mm fenestration drill without temporary fixation since he usually drills without temporary fixation. It seemed that the sleeve had become elliptical probably due to the internal pressure, and the drill could only be inserted halfway through the sleeve, so the surgeon operated the drill while it was still inside the sleeve unintentionally. The surgeon temporarily cancelled drilling because there was a strange feeling. The surgeon changed the 8-11mm protection sleeve to a bigger one and succeeded in drilling without any problems. After that, it was found that the inside of the 8-11mm protection sleeve was peeled. It could not be determined that this was caused by drilling without temporary fixation. X-ray taken on an unknown date confirmed that there are no pieces left in the patient. The surgery was completed successfully with thirty (30) minutes of surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) protection sleeve/ flex/ long for nails ø 8-11mm / sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 03.043.033s lot: 10273034 manufacturing site: selzach supplier: gemü gmbh release to warehouse date: 07 oct 2021 expiration date: 01 oct 2026 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.043.033s. Lot: 10273034. Manufacturing site: selzach. Supplier: (B)(6). Release to warehouse date: 07 oct 2021. Expiration date: 01 oct 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that protection sleeve f/nails ø8-11 flex lon was bent. No other issues was found. According to event description the surgeon said that it was caused by a technical error that the operating surgeon operated a drill when the drill was still inside the 8-11mm protection sleeve. A dimensional inspection for the ø8-11 flex lon nail protection sleeve could not be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to the forces mentioned in the event description. A functional test could not be performed as the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the protection sleeve f/nails ø8-11 flex lon would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.